Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing light-headedness and alleged that their heart rate dropped below the lower rate of the implantable pulse generator (ipg) setting. The device remains in use. No further patient complications have been reported as a result of this event.